Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in a common femoral artery via 7fr sheath using the preclose technique prior to a extracorporeal membrane oxygenation (ECMO) procedure. Reportedly, when the plunger was pulled removed, no sutures were attached to the needles. Two additional proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized to 18fr and the ECMO procedure was completed. Hemostasis was achieved using the pre-placed sutures from the two pre-placed proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported cuff miss was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. Na.